Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Common device name: collamer ultraviolet: absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the optic and haptic torn. Portion of the lens was returned. Work order search: one similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +22.5 diopter, intraocular lens was implanted, removed and replaced due to the lens tearing during loading. There was no patient injury. Cause of event was unknown.

Manufacturer narrative:
Concomitant medical products: corrected to (B)(6) 2019 in initial MDR. Claim# (B)(4).